Manufacturer narrative:
The device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device. The clinician at the hospital reported that the pt was admitted to the hospital for fluid overload . Right heart failure was present. The pt was resistant to diuretics and required continuous dialysis for a few days. The pt then developed respiratory failure and possible ischemic bowel. The vad parameters were within the normal limits: pulsatility index (pi) mid 2's, pump power 5-6 watts, flows 4-5, and speed 9800 rpm. Reportedly, the pt expired.